Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a dislodgement, no capture and no sensing. It was also noted that the right atrial (ra) lead had pulled back due to migration of the implantable pulse generator (ipg) or possibly due to twiddler's syn drome. Both the ra and the rv leads were explanted and replaced. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.